Manufacturer narrative:
Upon completion of the investigation it was noted that the ventricular connector has come away from the valve, this is probably due to trying to fix a competitor's catheter to the connector, but this could not be determined. Clear liquid was also found in the valve. The connector was put back into place and tested in which the device passed the tests. A review of the history device records confirmed the valve conformed to the specifications prior to distribution.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that the patient developed enlarged ventricles. As a result the competitor catheter was replaced. Since the condition of the patient did not improve the valve was replaced.